Event description:
As received: the procedure was performed under another physician's supervision because this was the third case of proctoring for this physician. After performing the wiggling technique to assure placement of the occluder, the physician released the occluder from the delivery sheath. As soon as the occluder was released, it fell into the left atrium, through the mitral valve, and then to the ascending aorta. The physician tried percutaneous removal but then decided for surgical removal. The operation was performed successfully and the atrial septal defect was patched. The patient is stable. Additional information received 4 days later indicated tee was used with the sizing balloon with stop-flow technique without the sizing plate. Two delivery sheaths were utilized: a 9-del-9f-45/80, lot no:m06h16-38, and 9-del-12f-45/80, lot no: m06k03-67. The angiograms and tee will not be provided to aga.

Manufacturer narrative:
Examination of the returned components revealed no defects microscopically. The device was measured and the size was confirmed. The device was load tested with test 8f loader and no problems were observed. Internal corrective action has been initiated to determine the root cause for device embolization. In addition, the amplatzer septal occluder IFU has been revised to include precautions on implantation of the device in higher risk patients for complications such as device embolization.